Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a percutaneous transhepatic cholangiography drainage cathter placement procedure using the navarre opti drain. During the procedure, a sure lok thread digression was observed, in which the fixing thread became digressed from the small hole of the sure lok mechanism. No visible glue was present at the end of the digressed thread, and no excessive force had been applied prior to the occurrence. Additionally, the hub was confirmed to be stable upon inspection and during thread manipulation. The procedure was completed using another device. There was no reported patient injury.